Manufacturer narrative:
The device evaluation is currently in process into root cause.

Event description:
It was reported by warehouse in (B)(6) that on the ez glide aortic cannula "unknown particulate was found inside the package during incoming inspection." This was found during (B)(4) incoming inspection and never had contact with the patient/hospital.

Manufacturer narrative:
Evaluation: there were two reported loose particulate. The ftir on the 1st device was consistent with silicone dioxide. The second device was found to have embedded particulate. This report is a confirmed manufacturing defect and root cause is being addressed through a CAPA. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to assist in ongoing corrective actions being performed as part of CAPA. The other two units included in this complaint were found to be embedded in the pouch and were found to meet edwards specifications. These issues are considered cosmetic in nature. Manufacturing records were reviewed and there were no related manufacturing non-conformances. The instructions for use remain correct and appropriate at this time. Trends will continue to be monitored through the use of edwards quality systems.